Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. As per clinical information, the pump was accidently pulled out into aorta. Based on clinical description, the root cause of positioning issue was most likely use related due to improper technique. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26131 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the pump was repositioned and it was accidentally pulled into the aorta. The pump was explanted and replaced. The procedural outcome was the patient survived surgery.